Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 385mg/dl. Troubleshooting was performed. Ran a prime, self-test, and a high pressure test. The device passed all the tests. It was stated that the customer did not change the infusion set and the reservoir for five days. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.